Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Information regarding the initial reporter section: occupation- regulatory affairs. Information regarding PMA/510(k): k200972. The investigation is on-going. A follow-up emdr will be sent following the completion of the investigation.

Event description:
During an endoscopic procedure, the physician used a hemospray endoscopic hemostat. The hemospray was not functioning during the procedure. Before passing the item to the surgeon, proper activation of the item was followed and initial testing was done, at that time hemospray was functioning but intra-operatively when about to spray nothing is coming out. Shaking of the device, pushing air, checking its knob for pressure and other trouble shooting was done for the item but it was still not functioning, until the surgeon ordered to open a new one. Second one was used and functioned well. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use product code: (B)(4). Information regarding the initial reporter section: occupation- regulatory affairs. Information regarding PMA/510(k): k200972. Investigation evaluation: the product said to be involved was returned in a open tray from the lot number provided in the report. The label matches the product returned. A product evaluation was performed on the pictures provided with this report. One of the photos provided shows the product label and tray lid. The lot number provided in the photo matches this report. The label in the photo matches the product reported. The other photo shows the device activated and with the on/off switch in the "off" position inside of the tray, as well as the two included catheters which are coiled and do not show evidence of use. Our laboratory evaluation of the product said to be involved could not confirm the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The returned catheters did not present with any kinks or contain any powder. The device was tested as returned and did not spray as intended. The co2 cartridge did not discharge upon deactivation and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. The returned catheters were attached and sprayed as intended when tested. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The IFU states, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. Information regarding the initial reporter section: occupation- regulatory affairs information regarding PMA/510(k): k200972. Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. The lot number provided in the photo matches this report. The label in the photo matches the product reported. One of the photos provided shows the product label and tray lid. The other photo shows the device activated and with the on/off switch in the "off" position inside of the tray, as well as the two included catheters which are coiled and do not show evidence of use. With the photos provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. However, the report indicates that the device was tested prior to use, which can cause the device to clog when inserted into the endoscope. This is the most likely cause. The IFU states, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was tested prior to use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.